Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the 'elective replacement past' (erp) indicator with an erroneous battery voltage. The physician elected to explant the ipg.